Manufacturer narrative:
The lens remained implanted; therefore it was not available. One retain sample from the same lot (7468713) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the event was described as "lens vaulted with significant positive pressure". The surgeon indicated the likely cause of the event was "positive pressure significant". The patient's current prognosis and treatment are "anteriorly vaulted lens, infero nasal displacement of pupil, discussing lasik evaluation".

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient has an anterior lens vault post implant. Reportedly, the doctor will try cyclopentolate bid for a week and see if it "drops back". The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received.